Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the staples did not "attach" to the tissue, it seems they did not form correctly. There was no pt consequence.